Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was blood in the catheter. It is unknown if the catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 50026, was returned and analyzed. Visual inspection of the balloon catheter indicated there was dried blood inside the inner balloon. Smart chip verification indicated the balloon catheter was used for thirteen applications. The balloon catheter failed the performance test due to system notice 12211, indicating that the system did not recognize the catheter, which was received upon connecting the catheter to the console. The dissection test showed a guide wire lumen twist inside the balloons at 1.41 inches from the tip of the balloon catheter. The pressure test showed a breach at the same location as the guide wire lumen twist. No visible blood was observed inside the handle. In conclusion, the reported blood inside the balloon catheter was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.